Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the device ran faster than intended. There was no patient involvement and no adverse consequences associated with the

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the device ran faster than intended. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device not working properly was duplicated. During the functional inspection it was determined that the unit had an e-box failure. Initial repairs occurred at stryker korea including replacement of the e-box. The device was returned to stryker instruments for calibration and continued repair. The handpiece was recalibrated and resoldered. The e-box controls the electronics of the device, and damage or problems with the electronic components will cause it to not function properly if at all.